Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reporting having peritonitis during a call to customer support for a drain complication during pd treatment with the fresenius cycler. There were no reported allegations of the patient experiencing any adverse effects from the drain complication. In an additional follow-up call, the patient's pd nurse clarified the patient did not have peritonitis. The patient was being treated prophylactically for peritonitis due to symptoms of abdominal pain with a concurrent pd catheter (not a fresenius product) exit site infection. It was stated the pd catheter exit site infection was likely due to mechanical injury sustained by the patient in a car accident on (B)(6) 2022. The nurse confirmed the patient continues pd with the same cycler without any further reported issues. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).